Event description:
It was reported that the patient with this right ventricular (rv) lead and associated cardiac resynchronization therapy defibrillator (crt-d) contacted boston scientific technical services (ts) explaining that they fell down and as a result, needed to get shoulder therapy using a treatment with lase technology. The patient asked if there were any contraindications, including potential electromagnetic interference (emi) interference. Ts explained the considerations the physician would need to follow. Ts indicated that if the physician follows the instructions, this should not pose particular risk for interference with the implanted device. Later, additional information was received indicating that the patient underwent this procedure, and the device recorded a value of zero for the shock impedance during that time. It is suspected that the zero value is related to potential external noise. Ts also explained that the zero value could represent a low-end average measurement and could require further in hospital investigation including sync high energy shock testing. The lead remains in service and no adverse patient effects were reported.